Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The inaccurate cgm reading resulted in the customer delivering a correction bolus too large resulting in a low bg of 54 mg/dl. Food was consumed to address bg. A root cause for inaccurate cgm values could not be determined.